Event description:
The lead was returned, analyzed and tested out of specification. The lead was returned after the patient's death which was in a manner unrelated to the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and analysis revealed a breached depression of the outer insulation. It was noted there was blood on the distal and proximal conductors, there was cosmetic depression of the outer insulation, the proximal conductor was pulled/stretched/overstressed, and there was apparent explant damage. (B)(4). Product: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2008; 5092 implantable pacing lead, implanted: (B)(6) 2008.